Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was less than 500 mg/dl. The infusion set was changed to address the event. Reportedly, customer used apidra insulin and customer was aware of the contraindication of this insulin.